Event description:
Initial result for a patient t3 was 2.60 ng/ml. The physician questioned the result and the same sample was repeated the next day and gave a result of 0.9330 ng/ml. The field service representative found that the mixing mechanism was working incorrectly and repaired the analyzer by installing a new mixing mechanism.